Event description:
It was reported that while using 8 bd difco¿ macconkey broth atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "as per coa of mcb media, in media effectiveness test. Acid production indicates by yellow colour formation. But in reality, they did not observed any yellow colour formation after inoculating e. Coli, atcc 8739 even though, after extended hour incubation also. "

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your complaint related to bottle macconkey broth 500g, catalog number 220100, batch 0287484, and complaint #(B)(4) for performance. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solubility, solution appearance, ph, and growth performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no confirmed complaints on this product for the defect in question. No returns or photos were received. The customer reported that there was no yellow (acid) reaction for atcc 8739, e. Coli. A retention sample of complaint lot was tested against a control lot of macconkey broth for performance of atcc 8739, e. Coli. The samples were prepared according to label instructions, mixed thoroughly to dissolve, autoclaved at 121°c for 15 minutes, and then cooled to room temperature. Bottles were inoculated with less than 100 cfus and incubated at 43-44°c for 24 hours. Per the bd certificate of analysis, release criteria for e. Coli in macconkey broth is ¿good¿ recovery when inoculated with less than 100 cfus and incubated at 43-44°c for 24 hours. There is no specification for acid/yellow reaction for this strain of the organism, and consequently no historical data for the acid reaction. Both control and retention demonstrated good growth of atcc 8739 after incubation, and no yellowing. The retention was comparable to the control. Bd does not consider this to be a product performance defect. This complaint cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
Initial reporter address:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 8 bd difco¿ macconkey broth atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "as per (B)(6), in media effectiveness test. Acid production indicates by yellow colour formation. But in reality, they did not observed any yellow colour formation after (B)(6) even though, after extended hour incubation also. "